Event description:
The surgeon reported a posterior capsule rupture while using the I/a tip in vacuum mode. The surgeon wants to know if the shape of the port of this I/a tip is different. Multiple attempts were made for more info on the event and pt status, but the surgeon has refused our additional investigation. No pt status will be provided.

Manufacturer narrative:
The customer is sending in the I/a tip for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/24/2008.